Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 66-year-old female patient with acute myocardial infarction and cardiogenic shock (ami/cgs) who presented in scai stage a shock. During support, the clinical team reported bleeding and vascular damage at the access site, noting that the impella cp required removal via surgical cutdown, arterial repair, and placement of a wound vacuum dressing. The facility was unable to determine whether perclose pre closure had failed or was absent. At the time of later assessment, the dressing remained clean, dry, and intact. Device involvement was documented as unknown, and no resistance was reported during insertion. Vascular repair was required, and both the pump and introducer were identified for return; however, the pump was discarded by the facility before retrieval. The patient remained hemodynamically stable and ultimately survived to explant. Based on the available information, the vascular injury appears more consistent with an access site¿related complication inherent to large bore femoral arterial cannulation rather than a malfunction of the impella cp. No evidence of device defect or performance failure has been identified, and final assessment remains pending any additional product or clinical data, although current findings indicate that the impella functioned as intended throughout support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleed cannot be determined since insufficient clinical details were provided. Vascular dissection: the cause of the injury was not determined due to insufficient clinical details.